Event description:
Caller alleged inaccuracy with inratio. Results as follows: same date 2007: inratio 4.0, lab 2.7; inratio >7.5, lab 5.0; inratio 3.7, lab 5.27.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: same date 2007: inratio 4.0, lab 5.7, mean 3.4, confidence limits 2.0 - 5.0; inratio >7.5, lab 5.0, mean- unable to be determined, confidence limits- unable to be determined; inratio 3.7, lab 5.27, mean 4.5, confidence limits 2.5 - 6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The first and last set of readings, both inratio and lab values are within the confidence limits for inr testing. The mean and confidence limits cannot be determined based on the inratio reading that is greater than 7.5 for the second set of readings. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.